Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported kink and the stent dislodgement (which occurred in the returned goods lab) was confirmed. Based on a visual and dimensional inspection analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the 2.5 x 15 mm xience v stent was intended to be implanted in the calcified left circumlflex artery (lcx). However, prior to use, it was found that the shaft was bent. The device was not used on the patient. It was exchanged for another 2.5 x 15 mm xience v stent to finish the procedure successfully. No clinically significant delay in the procedure was reported. The patient's final outcome is satisfactory. No additional information was provided. During returned device analysis, when the protective sheath was removed, the stent implant dislodged and remained in the proximal end of the protective sheath.

Manufacturer narrative:
(B)(4). The device has been received. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.